Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results for a staphylococcus aureus isolate in association with the vitek® 2 ast-p580 test kit (ref (B)(4), lot 3600997203). The customer submitted the strain for investigational testing. The identification was confirmed to be staphylococcus aureus via vitek® ms. Investigational testing included testing the isolate with vitek® 2 ast-p580 test kit cards from the customer¿s lot (3600997203) and a random lot (3601152103) in duplicate. Oxacillin (ox) agar dilution (ad) testing and cefoxitin disc diffusion testing were also conducted. Additionally, alere pbp2a testing was performed. Internal vitek® 2 ast-p580 card testing resulted in a susceptible ox mic of = 0.25 mg/l ( x3) and 0.5 mg/l (x1). All 4 cards tested resulted in a negative cefoxitin screen. Internal reference method testing resulted in a susceptible ox ad mic = 0.5 mg/l and a negative (susceptible) cefoxitin disk screen (25 mm). Additionally, pbp2a testing was negative. The customer's positive cefoxitin screen result was not reproduced internally. The vitek® 2 results are in agreement with reference and alternative testing results. Cards are performing as intended. Ast-p580, lot 3600997203 met final qc release criteria. The lot passed qc performance testing. See h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for a staphylococcus aureus isolate in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600997203). Repeat analysis with the vitek® 2 ast-p580 test kit obtained a negative cefoxitin screen result. Disk diffusion was performed as an alternative method and obtained susceptible results. Initial vitek® 2: cefoxitin screen = positive (resistant). Repeat vitek® 2: cefoxitin screen = negative (susceptible). Disk diffusion: cefoxitin = susceptible. The final result reported to the physician was (B)(6). There is no indication or report from the laboratory that the initial false positive result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.